Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the echelon microcatheter broke off. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 8.1mm diameter. It was reported that after the intermediate catheter was successfully positioned and the shaping of the micro-guidewire (synchro 0.014in × 2m) was completed, echelon 10 was unpacked and shaped using a shaping needle. The echelon 10 was then advanced over the guidewire; however, during this advancement, the surgeon observed an abnormality at the tip of the echelon 10 under fluoroscopic guidance. Consequently, it was withdrawn from the body as a whole, revealing that the tip of the microcatheter had broken off. A replacement microcatheter was subsequently utilized to successfully complete the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
B5 updated with additional information received. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the catheter break were identified. It is not known whether there was resistance when the echelon was being advanced or retrieved. The catheter tip was removed from the patient. No kink or damage was noticed on any of the devices.